Manufacturer narrative:
(B)(4). The reported condition could not be confirmed, as the sample was not available for evaluation. A batch review could not be conducted, as the lot number was unavailable. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Event description:
The customer reported to a baxter representative a condition of a continu-flo administration set that was alleged with air in the line. This condition was observed prior to use. The set was disposed of and replaced without further incident. The lot number was not recorded. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.